Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation of black screen display was confirmed. The programmer displayed flashes for a second and then went black. The cover of an internal component of electric circuitry was melted and was replaced. Additional analysis was done and indicated that the hard drive was replaced twice. The programmer then passed all other tests.

Event description:
Boston scientific received information that this programmer consistently displayed black screen upon power up. The programmer was returned for analysis. No adverse patient effects were reported.